Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.